Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, when dividing stomach tissue, the stapler had a very crunchy feel (different to normal), the staple line was bleeding and staples were not fully formed. An unanticipated tissue loss was noted. To complete the procedure, the malformed staples were excised to complete the case. There was no patient injury.